Event description:
During insertion the screws broke delaying surgery while trying to remove by 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.